Event description:
Customer reported an alarm 2 and experienced multiple occlusion events on the same day. There was no adverse impact to the customer¿s blood glucose level, as the level did not exceed harmful thresholds. To resolve the issue, the customer changed the cartridge and continued insulin therapy. Due to frequent occlusion issues, cts facilitated a follow-up for further assistance.